Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The data shows the device ran into an 0x41 alarm with a drive stall. The pulse width at the end of the device run dipped indicating there was failure to detent. The device was connected to a pdm and ran a 5-unit bolus with no issue. No issues were found with the ratchet gear. The device deployed during the device re-run. The exact cause of the failure to detent could not be determined.